Event description:
Discordant, false positive hepatitis b surface antigen (hbsag) results were obtained on one patient sample on an advia centaur xp instrument. The sample had been run and initially resulted negative. Upon repeat testing, the sample resulted positive. The sample was rerun a second time in duplicate on the same instrument and both replicates also resulted positive. The discordant results were not reported to the physician(s). A different sample tube from the same patient was then run on the same instrument and resulted negative, matching the initial result. The negative result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive hbsag results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse ran quality controls, all of which were within range. The second sample tube from the patient had resulted as expected on the same instrument prior to service. The cause of the discordant, false positive hbsag results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.